Event description:
It was reported patient underwent a right total knee arthroplasty on (B)(6) 2013. Subsequently, a revision procedure occurred on (B)(6) 2015 due to loosening of the femoral component and tibial tray. The femoral component, tibial tray and tibial bearing were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption and/or excessive unusual and/or awkward movement and/or activity". This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-00436 / 00437).